Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported leak, or to determine if it could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone 17.4. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s brother that on (B)(6) 2026, the patient's blood glucose levels increased to greater than 250 mg/dl after approximately 4-24 hours of pod wear on the arm. No specific blood glucose values were reported. The brother stated that insulin was observed leaking from the pod. Reported symptoms included shakiness and a feeling described as "drowning." The patient was admitted to the hospital, where she was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included fluids and antibiotics; however, no information was provided regarding the indication for antibiotic treatment. The patient was discharged the following day on (B)(6) 2026, after approximately 7 hours of hospitalization.